Event description:
The customer stated that the architect c16000 analyzer generated higher than expected calcium results. A patient sample generated results of 4.06 mmol/l (16.24 mg/dl) and 4.58 mmol/l (18.32 mg/dl). The same patient sample was repeated with a result of 2.4 mmol/l (9.6 mg/dl). None of the results were reported out of the lab, and there was no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted in regards to this issue. Testing data for clinical chemistry calcium reagent lot 76034hw00, was reviewed, system logs and the current labeling in the package insert as well as the architect system operations manual were also reviewed. The abbott clinical chemistry calcium package insert addresses this issue with instructions to resolve it. The architect system operations manual, troubleshooting and diagnostics contains information for sample results, observed problem, erratic results, poor precision- photometric results (c system). Probable causes include bubbles or foam are on the surface of the reagent, sample contains fibrin clots or particulate matter, bubbles or foam on the sample, as well as sample not collected or prepared per the package insert instructions. The operations manual also provides corrective actions to resolve these issues. A six-month review of complaints with similar incidents identified three complaints with similar issues all of which were resolved through trouble shooting or were investigated with no deficiency identified. Trending analysis for (B)(6) for ln 7d61 indicated no adverse trend. Based on the information provided , it appears the incident can be attributed to bubbles or foam in the reagent pack, however no specific cause could be identified related to this issue and no malfunction was identified to be related to the investigated product. The incident was determined to be sample related. This is a final report